Manufacturer narrative:
16-nov-2023 - this rv lead was explanted and replaced because the threshold had increased and exit block was reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from twitching in the chest, dizziness and dyspnea on exertion due to the lv lead. A slightly elevated stimulation threshold on the rv lead was seen. Again 2 days later dislodgement of the lv was suspected. In the post-interventional course a pneumothorax (spontaneous remission) and erosion in the antrum ventriculi with tarry stools and hb decrease occurred. The patient was hospitalized. For diagnostics a gastroscopy, x-ray, and device interrogation were done. The rv and lv lead were repositioned (rv lead more anterior and lv lead into a new vein). The lv lead identity is unknown. The erosion in the antrum ventriculi cannot be linked to the implanted leads. The patient suffers also from gastric erosion.